Event description:
Pt implanted on an unk date with click-x construct level l1-l3. On an unk date the pt experienced pain, postoperatively. Pt returned to operating room on (B)(6) 2012 and surgeon discovered a broken locking cap; 1 prong was broken off and a black substance was noted on pt bone and the locking cap; a bone sample and the cap were sent to pathology. Surgeon closed the pt without replacing any instrumentation and informed us he would advise the pt to come back for another surgery where he may add proper instrumentation. This is 2 of 14 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.